Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the passive marker was not recognized. It was replaced and there were no further issues. There was there was no delay and no impact on patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, serial/lot #: (B)(6), ubd: 11-aug-2022, UDI#: (B)(4); product ID: 8801075, serial/lot #: unknown, ubd: 11-aug-2022, UDI#: unknown, product ID: 8801075, serial/lot #: (B)(6), ubd: 02-nov-2022, UDI#: (B)(4). G2: this event occurred in japan, see section e. H3, h6: the returned spheres were analyzed. Five of the thirteen returned spheres had an uneven reflective surface as if they had been scrubbed. Likewise, these five spheres displayed a high geometry error that would not allow normal tracking. The remaining eight spheres had no apparent damage and displayed a good geometry error with normal tracking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.